Manufacturer narrative:
Insulin pump received with broken battery tube threads and reservoir tube. Insulin pump passed the prime/compromised force sensor system and excessive no delivery test. No excessive no delivery alarm noted.. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call the customer had some outpatient surgery. Device alarmed a no delivery alarm. Customer's blood glucose was 400 mg/dl. Customer's blood glucose at time of call was 278 mg/dl. Customer reported the device had cracks on it. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.